Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The o-ring was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the representative called back in to report that the interconnect cable only solved the issue for a little amount of time. He was on site troubleshooting when calling into technical services (ts) stating that the camera cart wasn't establishing connection with the main cart. Ts walked through the interconnect chain from main cart to camera cart. On the camera cart we were able to establish that one of the ports on the o-ring wasn't receiving power. This is what the interconnect cable was plugged into. When moving the cable to an empty port the camera cart turned on immediately. Ts recommended checking the self test in admin, as well as power cycling the system to make sure that after every complete shutdown the system turns on and communicates. Ts also recommended checking the camera to make l instruments and its tracking status.

Manufacturer narrative:
The networking checkpoint for the navigation system was returned to the manufacturer for evaluation. Testing found that after a few minutes an error message appeared that the destination host could not be reached. Additionally, unplugging and re-plugging would restore functionality but was only temporary. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735772, serial/lot #: unk, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the camera cart of the navigation system was rebooting without prompt from the user. It was reported that the camera itself would only restart on some instances while others noted that the camera and monitor restarted. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.